Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot (B)(4), UDI: (B)(4). Hardware analysis could not confirm the reported behavior. No fault was found with the returned system computer. The computer booted normally to the application screen and the installed programs ran without freezing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the pc of the navigation system was not operating as designed. It was reported that the monitor of the navigation system froze. There was no patient present when this issue was identified.